Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. In addition it was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 400 mg/dl while wearing the pod between 4 and 24 hours. In addition the patient reports the pod failed to adhere and the cannula had become dislodged from the insertion site (abdomen). Once a the hospital the patient was diagnosed with hyperglycemia and gastroparesis. The patient applied a new pod. The hospital performed blood tests. The patient declined to be admitted to the hospital and had left the hospital in less than 24 hours.